Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving hydromorphone (20mg/ml at 4.2mg/day) and clonidine (250mcg/ml at 52.5mcg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the actual reservoir volume (arv) was greater than the estimated reservoir volume (erv). The arv was 16 and the erv was 6.8. The last refill was (B)(6) 2017. There was no history of volume discrepancies that the hcp was aware of. It was stated that a dye study had been ordered but the reporter was not aware of the date it would be completed. No symptoms were reported. It was stated that the patient was prescribed 2 acetaminophen-hydrocodone tablets per day. He normally did not take them but had been taking them the past month (from (B)(6) 2018). There were no further complications reported at this time.